Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s ipg was explanted at unknown date in 2010. Reportedly, patient alleged that the ipg was explanted due to recall. However, there is no record that the manufacturer did a recall on this device. No additional information was provided.